Event description:
On (B)(6) 2013, the lay user/ reporter contacted lifescan (lfs) on behalf of the patient (her son) alleging a onetouch ping meter memory results were in the incorrect date and time and was not recording insulin boluses. This complaint was classified using the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient¿s father on (B)(6) 2013. The reporter stated the alleged issue first occurred on (B)(6) 2013, at 9:30pm. The reporter stated the patient uses humalog insulin pump therapy to manage his diabetes. The reporter confirmed that the patient normally tests and administers insulin by himself daily, and he does not use the meter memory to dictate his treatment regimen. The reporter stated the patient had high readings for a couple days, which prompted the reporter (his father) to review the meter memory log and noticed no insulin boluses were recorded in response to the readings. When he asked the patient about the insulin boluses, the patient reported he had bolused himself, but the meter was not recording them. The reporter stated on the day of the alleged issue, the patient developed symptoms of ¿ketones in urine, blurred vision, and vomited¿ which he associated with high blood glucose. The reporter stated the patient immediately administered insulin and his symptoms abated. The reporter stated the patient was not transferred to the hospital or treated by a health care professional. The reporter was unable to state what the cause of the alleged symptoms was, but he stated since the meter had been replaced, the patient has not had any problems. During the time of troubleshooting the cca confirmed it was not the first time the meter had been used and the alleged issue was resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported as an adverse event since the reporter claims due to the alleged issue; the patient was unaware of how much insulin he had administered, was not able to control his diabetes effectively, developed symptoms suggestive of hyperglycemia and required additional self treatment.

Manufacturer narrative:
The meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013, with the following findings: the alleged complaint was not reproducible. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.